Event description:
It was reported that during an implant attempt, the proximal end of the right ventricular lead appeared to have been damaged by friction when trying to advance it, in the sheath, into a difficult subclavian vein. The lead was not used and another of the same model was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary analysis finding: the outer insulation was breached cut. Blood/body fluid was present on the proximal conductor and in/on the helix mechanism. Visual analysis noted the proximal conductor was distorted, and there was damage at implant noted.